Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test (at high pressure setting). It was further reported that the downstream pressure reading at the time of downstream occlusion alarm was 1175ml (however this is not a pressure reading). This occurred during testing. There was no patient involvement. No additional information is available.